Event description:
It was reported that an osteotome had been used a couple times and the facility noticed it is bent and frayed at the tip of the instrument. The doctor refuses to use it again. There was no patient impact.

Manufacturer narrative:
(B)(4). Analysis found the cutting portion of the tip was bent as reported. When viewed under magnification, the tip cutting edge had dents and tool marks. It cannot be determined if this resulted in fragments. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.